Manufacturer narrative:
H3, h6: the device was returned for evaluation. A visual examination of the returned power supply, confirmed that the power supply connector was damaged due to the fire, the actual cause was not able to be determined due to the damage. This power supply was received with the associated renasys device which functioned as intended and could be charged, when it was connected to a test power supply, using the customer power bank, confirming that the power bank did not contribute to the event. A documentation review was performed manufacturing records and processes. A review of the batch records regarding the power supply could not be reviewed as no lot/serial number has been identified. Complaint history and escalation actions. Historical review details previous cases of this nature, which are considered isolated in scope and there are no open nor closed escalation actions. Related to this event type. A review of the product risk files, find the combination of product, event type and associated harms are anticipated, with no updates required. The probable cause is deemed to be an electrical power cord failure, factors regarding the damage remain unknown, however insights from previous cases, have identified that damaged broken connectors on the power supplies can cause arcing, leading to overheating and potential fire. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that, during npwt, when the renasys tch class 2 power sply was connected to the renasys touch, the plug caught fire. The fire then spread to hospital equipment. Patient and staff were not injured as consequence of the problem, no other complications were reported.